Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The root cause was a defective pwa board. This was replaced. Further investigation found the dso seal glued to sensor and uso seal separating. Replaced dso sensor, bezel, seal, and uso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation including root cause analysis is in progress.

Event description:
It was reported that the pump exhibited 45639 - 0004. There was no reported patient involvement.